Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 400 mg/dl at the time of the event. The customer lost consciousness and was treated by paramedics with dextrose, which resulted in the high blood glucose reading when she was admitted to the hospital. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer last changed her infusion set the day prior to the event. Afterwards, the insulin pump alarmed no delivery. The customer's blood glucose reading at that time was 133 mg/dl. The customer's blood glucose reading later elevated to 497 mg/dl, which she treated for with a bolus. Numerous boluses were delivered prior to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.